Event description:
Inflation difficulty. The report received indicated that during a coronary procedure the target lesion was the right coronary artery (rca), however, the physician faced some problems during inflation, as the balloon would not inflate after two tries of normal inflation pressure. Suddenly, at max pressure, the balloon was inflated and the physician was able to finish the procedure by successfully stenting the rca. During the same procedure, a lesion in the circumflex was being treated with a cypher stent. However, there were inflation difficulties and the stent could not be deployed. The device was exchanged and the procedure was completed with an endeavor balloon. There was no report of injury to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing. However, as of yet the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. This is one of two products involved in the same pt and reported under mfg numbers: 9616099-2008-0185 and 9616099-2008-01812. Add'l info will be submitted within 30 days upon receipt.